Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024 the patient was on vacation. She never felt that her blood glucose was low, and self- treated with 10 units of humalog short-acting insulin based on the cgm reading that was over 400 mgdl. The patient lost consciousness and the family took her to the hospital before the insulin went into full effect the patient was still unconscious after the nurses in the emergency room (ER) placed her in a wheelchair. They took a bg reading which was 34 mgdl and dropping. At the hospital the patient was treated with glucose shot, glucose gel, food and drinks. After half an hour at the ER the patient regained consciousness. She stayed at the emergency room for four hours. At the time of the report the patient was normal. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.